Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced pain in her pelvic region, recurrence of her stress urinary incontinence, painful intercourse, and erosion of the mesh sling. She underwent additional surgery on (B)(6) 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.